Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a motor error alarm on the insulin pump during the prime process. The blood glucose reading was 62 mg/dl. She stated that the insulin pump had been exposed to a MRI. She was assisted in clearing the alarm and stated that she was able to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at battery tube threads and reservoir tube, minor scratched lcd window and with stained end cap sticker.